Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the conductor wire insulation is damaged. However, it is difficult to tell if there is any exposed wire. The instrument would need to be returned or a photo taken at a different angle to confirm. Isi received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The mbf instrument was found to have damage to the conductor wire¿s insulation. The mbf instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. The root cause of this failure is attributed to component failure. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system (B)(4). There were 11 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the customer reported that the conductor wire insulation of the maryland bipolar forceps (mbf) was damaged. The surgeon stated that the instrument was used appropriately in the last procedure. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the damaged conductor wire insulation was identified after reprocessing. When the mbf instrument was used during the last procedure, the mbf was inspected prior to use with no issue. The mbf did not collide with the other instrument or tool during the procedure. It was unknown if there was arcing or thermal damage. The instrument was inspected after the procedure was completed, and no damage was found.